Event description:
The report received from the (B)(4) study indicated that the patient was enrolled in the study and had a precise 8 x 40 stent successfully implanted in the ostial left internal carotid artery (lica) during the study index procedure. There were no reported procedural complications, or device deviations during the procedure. The patient had no neurological deficit upon leaving the angiography suite post-procedure. The day after the procedure, the patient experienced a neurological event that was diagnosed as an ischemic stroke characterized by aphasia. The event was reported to be unrelated to the study device/procedure. The onset was sudden and the recovery is unknown. The patient was discharged two days after the index procedure. The patient was symptomatic for the procedure. The target lesion was reported to be: a 90% stenosis, 20 mm. Length, severely calcified, 5 mm. Reference diameter, and mildly tortuous. The residual stenosis was 10%.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the (B)(4) study indicated that the patient was enrolled in the study and had a precise 8 x 40 stent successfully implanted in the ostial left internal carotid artery (lica) during the study index procedure. There were no reported procedural complications, or device deviations during the procedure. The patient had no neurological deficit upon leaving the angiography suite post-procedure. The day after the procedure the patient experienced a neurological event that was diagnosed as an ischemic stroke characterized by aphasia. The event was reported to be unrelated to the study device/procedure. The onset was sudden and the recovery is unknown. The patient was discharged two days after the index procedure. The patient was symptomatic for the procedure. The target lesion was reported to have a 90% stenosis, was 20 mm in length, severely calcified, 5 mm in diameter, and mildly tortuous. The residual stenosis was 10%. The patient's medical history includes: congestive heart failure, diabetes mellitus and hypertension. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15487422 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. Eighty percent of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient (the patient was symptomatic prior to the procedure), vessel and procedural factors may have contributed to the reported events.